Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. (B)(6), is a type of bacteria that commonly is found on the skin. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which are transmitted to hand to mouth contact with contaminated surfaces. With review of the available clinical data there is no indication of any device manufacturing or performance issues related to the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, environmental and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the us that the patient was admitted for a driveline infection. Cultures were positive for dl infection, (B)(6). The patient was given a PICC line and discharged home on IV daptomycin. Patient had a follow up visit on (B)(6) 2016 after completing "around" 3 weeks of daptomycin 700 mg daily. He reported no side effects or interruptions. He developed "mild elevation of cpk (the highest was in the 1300s)." The patient had driveline wound with no purulence. There was no tenderness or erythema in any wound. He reported no fevers and said the drainage improved significantly with daptomycin. Patient was changed to doxycycline 100 mg q 12h and inr will be monitored closely by treatment team. The treatment team believe the patient "needs the heart transplant in order to remove the infected lvad". To noted, the patient received oral antibiotics for driveline infection in (B)(6) 2015 and was given bactrim via oral intake. No additional information available at this time.